Event description:
In 2009, the pt reported he woke up this morning with an elevated blood glucose reading of 416 mg/dl with his normal range being 90-140 mg/dl. He said he has no symptoms and has been bolusing insulin to treat his readings but his levels remained elevated. He ate breakfast and has not eaten since. He stated he rode his bike for 2 hours which brought his reading down to 180 mg/dl but 1.5 hours later, his reading had increased to 206 md/dl. He bolused 4 units of insulin and just tested his blood glucose and it is 260 mg/dl. He stated he has no extra infusion sets as he is at work. Troubleshooting did not find any product issues. The pt called back about 30 minutes later and said his reading had decreased to 150 mg/dl. He stated he has not changed his infusion set but has continued to bolus through his infusion device. On f/u with the pt three days later, he said he changed the device battery and his infusion headset and his readings returned to normal. His current reading is 89 mg/dl. He disposed of the infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.